Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Burning smell when system booted up. This failure was the result of a latent component failure in a board assembly.